Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display and unresponsive buttons/keypad due to critical pump error (open book image) alarm. Moisture damage was also found on the force sensor and motor during visual inspection. The pump was received with case cracked behind the insulin pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad and display anomaly . The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump screen has a black mark and the buttons were unresponsive after exposure to moisture. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.